Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (100 mcg/ml at 23 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that a pump interrogation in the hcp's office showed two motor stalls had occurred, one on (B)(6) 2018 and one on (B)(6) 2018. Both stalls had recovered. It was noted the patient had no symptoms. No actions or interventions were taken to resolve the issue. The issue was not considered resolved. No surgical intervention was planned or scheduled. The patient's weight was unknown. No further complications were reported.